Event description:
The customer reported that a light sensitive drug set leaked during priming. There was no patient involvement, patient injury, or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.